Event description:
The customer's caregiver alleges back to back results of 155 mg/dl on the customer's meter and 60 mg/dl on the paramedic's meter, after he was found in a hypoglycemic state, in his bedroom. Prior to the incident, the customer took an additional 4 units of regular insulin based upon a result of 220 mg/dl on his meter, in addition to his other diabetic medications of 70/30 insulin and metformin. The paramedics treated him with IV glucose, took him to the hospital, treatment unknown, and the hospital released him later that evening. Controls were not run. Return requested and replacement was sent.